Manufacturer narrative:
The event date was reported as ¿a few months ago¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal patient experienced peritonitis (also reported as peritoneal inflammation). The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with unspecified anti-inflammatory drugs (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. During treatment, pd therapy was discontinued (current mode of dialysis therapy was not reported). At the time of this report, the patient had recovered from the event. No additional information is available.